Manufacturer narrative:
The reported complaint was confirmed. The evaluation by the service repair technician (srt) observed the inner core at saw attachment side protruded from the outer casing. This did cause functional issues as the cable had intermittent operation. The srt replaced the casing flex shaft and inner core, performed verification/release testing of the flex cable. The cable operates to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The user reported that during preventive maintenance (pm) of the device, the inner cable/wire on the flexible drive cable of the sternal saw was protruding. This issue was found during inspection in central sterile. There was no patient involvement.